Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6)2005. (B)(4)

Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing and abnormal impedance. Noise was noted on four non-sustained tachycardia electrograms. Impedance trends had been in the normal range and then had a sudden increase to above the normal range. The impedances were noted to be varying greatly. It was further reported that there was no capture and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.